Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5054 lead implanted: (B)(6) 2002, 1488t competitor lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the device reached elective replacement indicator (eri) with rapid battery depletion. It was noted by the physician that the "wear of the battery was due to the quality of energy needed to stimulate the left ventricle" and the physician preferred fast battery depletion, rather than replace the lv lead, as lv lead was in a good position and allowed for a thin qrs." The device was explanted and replaced and the lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.